Event description:
On 02/12/2024, it was reported by a facility representative via (B)(6) that an ar-12990 knee scorpion had a broken needle stuck in the device. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpacked ar-12990n was received for investigation. The needle was received broken inside the shaft of the ar-12990 serial/batch number (B)(6). Functional testing with a new part ar-12990n batch 10175441 found resistance when the needle attempted to pass through the ar-12990 batch number 14976543 shaft; the cannulated shaft of the instrument is obstructed. Visual evaluation of the returned ar-12990 serial/batch number (B)(6) noted that the needle tip can be seen on the jaw slot. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not re-sterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."